Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, serial label damage (faded), scratched case, pillowing keypad overlay, battery cap contact missing, and broken battery cap. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer concern's of an unspecified alarm was unknown due to flashing medtronic logo. Customer concerns of damage to the label and battery compartment were both confirmed when a cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, and serial label damage (faded) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and mentioned that the pump was alarming. The customer also observed a crack in the insulin pump and pump serial number in the label was faded away. The blood glucose value at the time of the event was unknown. The customer was experiencing dementia during that event. The customer was treated hyperglycemia with manual injection. The event involved product(s) mmt-242a, mmt-332a, mmt-1880. Troubleshooting was performed and confirmed that the customer had a crack in the battery tube side case of the insulin pump which affecting pump functionality as it triggered a possible pump error. No further patient complications were reported. The product mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The products mmt-242a, mmt-332a will not be returned for analysis.